Event description:
"Upon removal of sponge, air escaping through universal seal. Upon examination, portion of inner double duckbill was missing. Small triangular piece retrieved from abdomen."

Manufacturer narrative:
Product has not been returned to the MFR for eval. When product is returned evaluation will be completed and final report will be submitted.